Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred upon sensor removal on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was not able to locate any portion of the sensor wire. No additional event or patient information is available.